Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The device was received in with on and off switch knob and end cap missing. The operator connected to o2 supply and powered on. The battery was tested using the voltmeter. The reading was 0.012 volts. The old battery measured without load. The reported issue was confirmed , the device won't power on due to a dead battery. The battery was replaced along with the main alarm printed circuit board and the interface printed circuit board.

Event description:
Information received a smith medical ventilators/pneupac ventilators parapac battery goes dead after a couple of months of use. Batteries were purchased through 3rd party and from smith. No patient adverse events reported.

Manufacturer narrative:
A1, h6: additional information received stating ventilator was not involved in a patient incident; incident discovered upon daily start of shifts.